Manufacturer narrative:
A field service engineer contacted the asp trained biomed at the customer site. It was determined a valve off of the vacuum pump was not positioned properly. The biomed made the correction and the issue has not reoccurred. Asp will monitor the situation to see if the customer experiences the same issues.

Event description:
A customer reported an event of a "strong oil mist smell" (odor) and "oil mist" (haze) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device manufacture (mo/yr) - 05/2010. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the haze/mist/vapor issue and the odor/smells issue was the incorrect position of the vacuum pump valve. The vacuum pump valve was adjusted and the customer confirmed the oil mist and odor issues had been resolved with the sterrad 100nx. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.